Manufacturer narrative:
Device received with no audio/beeping alarms and tones due to broken black wire of the piece transduce. Device received with no vibrate due to broken black wire at the vibrator motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not vibrate. The customer's blood glucose level was unknown. The customer stated that insulin pump did not vibrate during vibrate test. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will not be returned for analysis.